Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker, cracked belt clip slot and minor scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does use the sensor feature. Customer was unable to complete the rewind sequence at first and then it was possible. Blood glucose value is 116 mg/dl; had not treated. Nothing further reported.